Event description:
It was reported that during intra-aortic balloon (iab) therapy, the bottom radiopaque marker migrated and was found near the upper marker. This made the team believe the iab had folded. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter full name: (B)(6). Initial reporter occupation: inventory specialist. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. One kink was observed within the catheter tubing and inner lumen approximately 76.2cm from iab tip. The extender tubing was also returned. Visual examination confirmed that the rear tantalum marker was found misplaced near the front marker. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The evaluation confirmed the reported problem. The root cause of the reported failure ¿iab-marker misaligned¿ was the tantalum marker was not adhered to the inner lumen. A CAPA request has been generated for complaints that have been reported for movement of rear tantalum markers, see (B)(4). A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated feild: b4, g3, g6, h11. A CAPA request has been generated for complaints that have been reported for movement of rear tantalum markers, see (B)(4). A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Complaint ID: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the bottom radiopaque marker migrated and was found near the upper marker. This made the team believe the iab had folded.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, g7, h2, h11. Corrected field: b5, h6 (health effect ¿ clinical code, health effect ¿ impact codes, investigation conclusions), the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. One kink was observed within the catheter tubing and inner lumen approximately 76.2cm from iab tip. The extender tubing was also returned. Visual examination confirmed that the rear tantalum marker was found misplaced near the front marker. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The evaluation confirmed the reported problem. The root cause of the reported failure ¿iab-marker misaligned¿ was the tantalum marker was not adhered to the inner lumen. Reference complaint #(B)(4).